Event description:
The patient reported that the device fell off around 2 1/2 weeks ago, after 7-8 hours. The patient said the device fell off from her skin about 3-4 times, in the morning when she woke up, after taking a bath and when she was getting dressed. The patient said there has been no clothing interference, excessive movements or exercises related to the incidents.